Manufacturer narrative:
On september 30, 2020, mentor became aware that section a3 was not filled in initial report. Please see correction in this report.

Manufacturer narrative:
On september 29, 2020 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a mentor memorygel 325cc silicone prosthesis experienced an hour delay in surgery intraoperatively. The doctor called in and spoke to mentors 'customer service department. He advised the implants he ordered did not arrive in time for surgery. He stated that they were in the holding area of the operating room and they were trying to decide whether they should release the patient. After mentors investigation of the situation, the issue was with federal express mishandling the package date delivery. The surgery completed with one-hour delay. No other information available. This report relates to left prosthesis.